Event description:
It was reported that an angio-seal vip was deployed following a percutaneous coronary interventional procedure. Twelve hours post deployment, a large hematoma formed at the puncture site. The pt underwent surgery to remove and treat the hematoma.

Manufacturer narrative:
No product was returned. Review of the device history confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.